Event description:
Customer's daughter called regarding the field notification letter. The drive support cap is protruded. Customer's blood glucose reading is 130 mg/dl. Customer was hospitalized due to high blood glucose and pneumonia. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.